Event description:
It was reported that the pump was hit against a doorknob and as a result, the touch screen became shattered and unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose was 189 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.